Event description:
During a coil embolization procedure, the deltaplush cerecyte microcoil 2 mm x 6 cm ((B)(4)) was failed to be re-sheathed and the deltapaq cerecyte microcoil 2.5 mm x 6 cm ((B)(4)) failed to advanced after several re-sheatheing (5 times). There was no patient injury and devices are available for analysis. However, after multiple attempts to obtain information or inquiry about the products, no response has been recceived. Addendum (B)(6) 2012: analysis of the product, found the proximal end of the coil was unraveled out of the soldered section and severed. The fracture out of the soldered section was ductile in nature.

Manufacturer narrative:
The proximal end of the returned 2mmx6cm deltaplush cerecyte microcoil 2 mm x 6 was found unraveled out of the soldered section and severed. The fracture out of the soldered section was ductile in nature requiring external force. No material defects or manufacturing errors were found on the either at the severed end of the coil or on the soldered section. Due to the way the coil was packaged, it cannot be determined when and how the coil was damaged. However, the separation may have occurred when the coil was pulled through the resheathing tool. The device positioning unit (dpu) and the introducer sheath were returned separated from each other. Located on the top proximal end of the resheathing tool in the cutout section, the v notch has been fractured. Located at the locking mechanism, the sheath has been damaged and stretched away from the surface. Located adjacent, but proximal to the distal end of the skive, the skive has been opened by internal means. There is no mechanical sheath damage along this section. The evidence suggests that the most likely contributing factor to the resheathing difficulty may have occurred when the microcoil system was first unlocked and retracted for use. The sheath was retracted straight back instead of up at an angle and then back. Retracting the sheath straight back caused the locking mechanism to catch and become embedded and severely fracturing the inside of the v notch of the resheathing tool. This produced a binding action between the sheath and the dpu. This binding action may have caused the dpu to protrude out of or cause the skive to open significantly at the distal tip of the skive. Later in the procedure when it was determined to remove and resheath the coil, the dpu may have protruded outside the already opened skive. In this condition resheathing the coil cannot be performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines to hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as is also shown in a diagram. The coil was found to have been pulled completely through the introducer sheath and separated. This produced damage to the unit. To prevent a resheathing difficulty and for obtaining optimum product performance, the IFU outlines that when necessary, the micrus microcoil system can be reloaded into the introducer sheath using the re sheathing tool. Loosen the rhv. Using the fluoroscopic guidance, retract the microcoil from the aneurysm back into the microcatheter. Locate the introducer tip. Grasp the introducer tip with your left hand and the resheathing tool with your right hand. Pull with your right hand while holding on the resheathing tool towards the connector. This will start the resheathing of the coil and the dpu pusher wire. When the resheathing tool reaches the end of the introducer sheath, replace the introducer tip back inside the rhv. Tighten the rhv. With your right hand, grasp the connector and continue to pull the dpu wire out of the sheath until coil is completely inside the distal end of the introducer tip. Loosen the rhv and remove the introducer. It is cautioned that pulling the exposed microcoil through the rhv grommet may damage the coil. And further cautions not to pull the dpu wire back too far since it may cause a softer section of the dpu wire to become exposed. An arm¿s length pull should re sheath the coil. Once the device is fully retracted, slide the re sheathing tool over the dpu/introducer sheath body until the system is relocked. Based on the analysis of the returned device it appears that procedural handling likely contributed to the inability to resheath the coil. It is possible that this also contributed to the damages to the coil; however, due to the way that the device was packaged, the timing of the coil damage cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.